Manufacturer narrative:
(B)(4). Investigation - evaluation. A dimensional verification along with a functional test, and review of the complaint history, device history record and a visual inspection of the returned product was conducted during the course of investigation. The visual inspection was performed under magnification, and no evidence of nonconformities, burrs, nicks, or other anomalies that could have injured the patient were found on the inner or outer sheath. A dimensional verification was performed on the sheath and tip, and no evidence of nonconformity was found. No damage was found on the tip of the device or the outer teflon sheath. There is no evidence from the complaint report that the device did not perform as expected or was misused. Manufacturing records for this device were reviewed, and no evidence of nonconformity was found. All steps were followed and documented, and all components met specifications. Complaints were reviewed, and no other complaints have been filed for this device lot. The complaint was confirmed through the testimony of the customer. Cardiac tamponade (blood pressure loss) is a known complication of the lead extraction procedure, and several warnings are written in the IFU for proper use of this device. There is no evidence that the device did not perform as expected, was misused, or contained a nonconformity. The root cause of the complaint is unknown.

Event description:
After extraction of 2 ICD leads, the tee showed tamponade and some seconds later, there was immediate pressure loss. The patient's blood pressure decreased to nearly zero and cardiac massage was done for minutes until open heart surgery preparations were finished. After the intervention, the blood pressure returned to normal and a tear of 2 cm was found on the back side of the apex. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After extraction of 2 ICD leads, the tee showed cardiac tamponade followed by immediate loss in blood pressure. The patient's blood pressure decreased to nearly zero and cardiac massage was performed for minutes until open heart surgery preparations were completed. After the intervention, blood pressure returned and a tear of 2cm was found on back side of apex. Additional information has been requested, however it was not provided at the time of this report.